Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the lot was performed. In-house strip testing on the reported strip lot met release criteria. The product performed as expected. The customer's complaint was not replicated. The manufacturing records for the lot were reviewed and the lot met release specifications. It was reported that the customer had kidney disease; this condition may impact the performance of the assay. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a variance between the inratio inr results was reported via a telephone call. Results are as follows: date: inratio inr : (B)(4) 2016, 1.3 and 2.1 (testing performed 1 minute apart). Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela and no additional information was able to be provided.